Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es situation arose in which a patient was recorded as having a pre-admit status in pyxis, while the admission was processed in epic. A customer indicated that unavailability of the patient's medication resulted in a delay in care, as the medications could not be dispensed from the pyxis medstation due to the patient's absence. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, g2, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had preadmit issue. A technical support specialist that there was no response from customer and proceeded to close the case. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system situation arose in which a patient was recorded as having a pre-admit status in pyxis, while the admission was processed in epic. A customer indicated that unavailability of the patient's medication resulted in a delay in care, as the medications could not be dispensed from the pyxis medstation due to the patient's absence. There were no adverse events or injuries reported based on this event.